Event description:
It was reported to boston scientific corporation that a leveen coaccess electrode system was used during a liver rfa (radiofrequency ablation) procedure. According to the complainant, the entire ablation was performed without the insulated introducer. Subsequently, the patient was burned at the puncture site and along the electrode tract. The burn was treated by dressing the site. No further intervention was required. Reportedly, no cosmetic or functional issues were visible with the leveen coaccess electrode system. The patient's condition at the conclusion of the procedure was reported to be okay.

Manufacturer narrative:
Patient identifier, age/date of birth, and weight are unknown.the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
A visual examination of the returned device found no visible issues. Functionally, the array was able to be extended and retracted without issue. When extended, no damage was observed to the array. The condition of the returned incident device was consistent with the complaint that the device was not used with the insulated introducer. The evaluation found the presence of residue on the electrode cannula which indicates that the device came into direct contact with the patient. The leveen coaccess electrode system directions for use (dfu) document cautions that "use of the electrode without the colored insulated cannula may result in serious burns to the patient and/or user.¿ reportedly, the entire ablation procedure was performed without the insulated introducer. Therefore, the most probable root cause is user error. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no anomaly was found. (B)(4).

Event description:
It was reported to boston scientific corporation that a leveen coaccess electrode system was used during a liver rfa (radiofrequency ablation) procedure. According to the complainant, the entire ablation was performed without the insulated introducer. Subsequently, the patient was burned at the puncture site and along the electrode tract. The burn was treated by dressing the site. No further intervention was required. Reportedly, no cosmetic or functional issues were visible with the leveen coaccess electrode system. The patient's condition at the conclusion of the procedure was reported to be okay.